Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* 30mm articulating medium/thick reload. Visual inspection of the returned product noted the reload had a full complement of staples. The cover tube had been forced proximally on the reload adapter causing it to ramp over the alignment detent on the adapter. There was damage on the reload alignment detent. Pmv performed functional testing which included the cover tube was properly reseated on the reload. The reload was loaded into a post market vigilance (pmv) instrument (0174) for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the reload cover tube to become loose making the reload difficult to load. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the traveling tech in-serviced the device prior to a thoracic lobectomy. The device was loaded once and it went well. The second load, appeared to have been twisted wrong direction. Other tech tried to load, and his/her glove snagged on the shaft. There was no injury to the user and no patient involvement. It appears the load is out of metal collar. Another reload opened, attached and fired without incident. No delay.